Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the feeding set presented a leak while it was being filled with nutrition. A patient was not involved, therefore there was no patient injury, medical intervention, or adverse reaction associated with this event.

Manufacturer narrative:
H 3: the device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and quality documentation. One used sample was received at the manufacturing site for evaluation. Visual and functional inspection was performed, and no failure was found. No formal investigation action is being taken since the failure mode could not be confirmed related to manufacturing/production process. This complaint will be closed with no further action and will be used for tracking and trending purposes.